Event description:
I was diagnosed with an umbilical and ventral hernia in 2007. The surgeon told me the best way to fix the problem is use 2 pieces of mesh overlapping to cover both hernias. I had the surgery in (B)(6) at the (B)(6) hospital. He told me the surgery would be 1 to 2 hours. The surgery took 6 1/2 hours and I was in extreme pain for weeks. I was hospitalized 3 days and released because of my persistence in telling him I'd rather be home in pain than there. The mesh didn't work and I feel very bloated and have pain everyday. I saw another doctor and my suspicions were correct, and have been diagnosed with the same hernias. I'm in (B)(6) now, and will be airvaced back to the states for second repair. I want the mesh removed. I'm complaining about the mesh because it not only worked, but it makes me feel sick. Please investigate this product. Thank you, (B)(6).